Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Visual evaluation of the returned device found that the flare was detached. In addition, the catheter was slightly kinked in the extreme of the strain relief and near the dongle. The handle cannula was in good condition. Evidence of the flare manufacturing process was present on the catheter. Functional testing could not be performed due to the flare detachment. The complaint was confirmed, the flare detached. This condition does not allow the device to be actuated. Additionally, the catheter was slightly kinked in the extreme of the strain relief and the device has the catheter kinked near to the dongle. Due to anatomical and procedural factors encountered during the procedure; performance of the device was limited. Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a procedure. According to the complainant, during the procedure, the snare was defective. There were no reported patient complications as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a procedure. According to the complainant, during the procedure, the snare was defective. There were no reported patient complications as a result of this event. Despite numerous attempts boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.